Manufacturer narrative:
The country of origin is (B)(6). The customer¿s product was requested for return. The customer has confirmed there are no more test strips available to return. The customer's alleged result of >8.0 inr was not observed in the patients meter history on (B)(6) 2019. Relevant retention test strips (lot 361441) were tested in comparison with the master lot coaguchek xs. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using the thromborel s method. The meter result was >8.0 inr and the laboratory result was 5.7 inr. The patients therapeutic range is 2.5-3.5 inr.